Manufacturer narrative:
Additional suspect medical devices component involved in the event: model #: sc-8336-50 serial #:(B)(4) description: coveredge 32,50 cm 4x8 surgical lead model #: sc-4316 lot #: 19259049 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision sites were not healing properly. The patient¿s symptom was not believed to be device related. The physician suspected that the patient did not properly take good care of the incision sites after the implant procedure. No device malfunction was suspected. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's incision sites were not healing properly. The patient¿s symptom was not believed to be device related. The physician suspected that the patient did not properly take good care of the incision sites after the implant procedure. No device malfunction was suspected. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.